Event description:
The customer reported being hospitalized for lumbar surgery. The caller stated that the insulin pump was not functioning while having the surgery. Days later, the health care nurse called to make sure that the insulin pump was delivering insulin thru his basal. The caller mentioned that the customer disconnected the insulin pump the nigh before because he was unable to find the manual bolus in the device to give a bolus. Advised the nurse to have him to go to the emergency room if his blood glucose is still high. Troubleshooting was performed, and the drive support cap appears to be normal. The customer called back to report high blood glucose and being in the intensive care unit due to an infection and not related to diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.